Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited undersensing of fine ventricular fibrillation (vf) which led to delay in shock therapy and premature ending of vf therapy, leaving the patient in vf. The patient was seen for further follow up and no device reprogramming has been performed at this time. The device remains in service. No further adverse patient effects were reported.